Manufacturer narrative:
The large suturecut needle driver has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint of "wire torn/defective". The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the distal pulley is the affected surrounding component. Also, the instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing. Grip cables adjacent to this indented pulley show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the large suturecut needle driver is torn. The procedure was completed with no patient harm and no delays.